Event description:
Esophageal burn/perforation following convergent procedure. The patient had multiple preexisting characteristics and expired approximately 30 days after this procedure.====================== manufacturer response for numeris 3cm guided coagulation device, csk 123======================the manufacturer was made aware of this incident and they are in the process of investigating this incident. The manufacturer has also reported this incident to the FDA.